Event description:
Customer reported issues with the insulin pump. Insulin pump was inspected and it was discovered that there were multiple alarms. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Unit downloaded properly to carelink. No communication anomaly noted. However unit received with multiple a47 alarms in alarm history screen. A47 alarm noted due to corrupted history file. Unit received with minor scratches on lcd window.